Manufacturer narrative:
Literature citation: killu, ammar, et. Al. "Atypical complications encountered with epicardial electrophysiological procedures"; heart rhythm society (2013) 1547-5271. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported that pericarditis occurred. The patient with a history of 2 prior endocardial ablations underwent anterior epiacc (epicardial access) and combined endocardial/epicardial ablation for symptomatic pvc's (premature ventricular complex). She underwent endocardial and epicardial ablation of the right ventricular outflow tract (rvot) with a non-bsc device and a blazer ii device. The inraprocedural course was significant for marked chest discomfort. At the end of the procedure intrapericardial lidocaine and intravenous ketorolac were administered. A pigtail catheter drain was left in situ but removed within 48 hours during an uncomplicated hospitalization. Following discharge, the patient's pleuritic chest pain intensified. Therapy with prednisone alone and in combination with colchicine failed with symptoms lasting 9 months. Eventually the patient underwent pericardectomy for drug-resistant pericarditis with resolution of symptoms.